Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contribute to pt injury previously. Device issue: stent dislodgement. It was reported that while removing the protective cover, the stent came off the balloon. The stent delivery system (sds) was not in contact with the pt. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood or contrast visible. The stent implant was returned in the proximal end of the protective sheath, dislodged from the sds. The stent implant was flipped in the protective sheath, the distal end of the stent implant was at the proximal end of the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria.